Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed a supplemental report will be filed.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her daughter alleging that the pump was not correctly recording boluses in the bolus history. The reporter claimed that the bolus history showed many days with only one bolus given. The reporter also mentioned that the bolus history did not show boluses that the pt claimed to have given at meals. The pt claimed that she was sure she programmed the pump to deliver the boluses and even heard the pump beep to confirm that the bolus was given. The time and date of the pump were reportedly correct. This complaint is being reported due to the following conclusion: the reporter alleged that the pump was not correctly recording boluses in the bolus history. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose readings or symptoms that meet animas' criteria for a serious injury.